Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during bolus delivery and the load process. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.